Event description:
Facility reports that 2 hours and 20 minutes into the treatment pt began vomiting and c/o abd pain. Treatment was stopped and equipment was inspected, blood pump segment tubing was found to be kinked and roller clamps on blood pump were found not to be tightened down around the blood line. Md notified, was concerned pt's blood maybe hemolyzed, pt's treatment ended without blood being returned and pt give 250cc of normal saline. A tube of the pt's blood was spun in the facility and checked for separation, incomplete separation was noted. Pt was sent to emergency room for eval. Pt was seen in ER waiting area and advised to not to leave. Pt and family decided to bring the pt back home ama. Family was contacted later during the evening and refused to return to the hosp. Following morning the pt's family member found the pt during the night.